Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient received an already damaged infusion set on (B)(6) 2025. No further information available.